Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 3.0 inr on a comparison lab. Patient was given a vitamin k shot after receiving the >8.0 result. Caller did not know which result was obtained first. No adverse event reported. Requested return of suspect system and replacement was sent.